Event description:
Two pip joints were revised for reasons unknown. (2 proximal and 1 distal components).

Manufacturer narrative:
Multiple implants were removed during one case; therefore, the following MDR reports all correspond to this event: 1651501-2009-008, 1651501-2009-009.